Manufacturer narrative:
Analysis was normal. No anomalies were found. The measured full helix extension length was within specification. The cause of helix would not retract was isolated to the helix being clogged with blood/tissue.

Event description:
New information received on (B)(6) 2018 notes that the patient had twiddlers syndrome and that there was lead helix retraction issue.

Event description:
It was reported that the patient presented during follow up in clinic. Right ventricular lead exhibited loss of capture and loss of sensing. Patient was asymptomatic. Lead dislodgement was suspected because patient was dropped by the hospital staff sometimes ago while receiving radiation therapy. Lead was explanted and replaced on (B)(6) 2017. Patient condition was good post procedure.